Event description:
It was reported that (1) hp052 was not used during a procedure. It was reported by the rep that the hosp states that harmonic scalpel "luke handpiece does not work and emits a solid tone" when plugged into generator. It is unknown how the case is completed. There was no consequence to the pt.